Manufacturer narrative:
Device analysis report attached. This report is submitted on march 20, 2024.

Manufacturer narrative:
This report is submitted on october 12, 2023.

Event description:
Per the surgeon, the implant was initially incorrectly placed and was re-implanted on (B)(6) 2023.